Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had prime anomaly. The customer can hear piston grinding and whining during load step in reservoir and tubing process and piston never reaches bottom of reservoir. Customer reported that they had an issue during priming process. Insulin was not squirting out during prime process. The customer reported that they were unable to exit load reservoir process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.